Event description:
It was reported that the patient underwent a carotid stenting procedure in the moderately calcified, right internal carotid artery with the xact stent. Post procedure, the patient developed a slight neurological deficit and was unable to wiggle her left toes on command. The patient was able to move her leg, but did not seem the same, neurologically, post procedure. During the procedure, the patient was restless and was given additional sedation to calm her down. The patient was anxious about the procedure. The two physicians believe that this change in the patient's neurological status may be residual effects of the sedation given during the procedure. The stat CT and MRI of the brain were reviewed by three physicians (two radiologists and the interventionalist), who all agreed that there was no ischemia and no bleed. Another possibility that the physicians feel may have occurred is dislodged emboli in the aortic arch as there was a lot of catheter manipulation before the actual start of the procedure. Post procedure, the patient was alert and oriented to person, place, time. The patient was given heparin and the condition resolved approximately three hours post procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: viatrac 14 plus; guide cath: hn1 diagnostic catheter; sheath: cook 6f shuttle sheath; embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effects of embolism and neurological deficit dysfunction are known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.